Event description:
Physician reported that a graft implanted subcutaneously in the peripheral position became hard (like cement) on its entire length after being in contact with patient blood. The graft, however, remained implanted and there was no reported patient injury. As of march 2002, the graft was reported to be patent.